Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/04/2017 with the following findings: during investigation, the battery compartment was found to be cracked starting at the threads to the left side of the grip pad down to the seal and from the case seal traveling to the grip pad. Unrelated to the original complaint, the display was found to be dim with reddish text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a casing/condition (cracked casing) issue. It was reported that the battery compartment was cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.